Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the prograsp forceps with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the prograsp forceps stuck in the cannula has become detached from the instrument and had fallen off into the patient. The piece was retrieved during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument had a broken main tube approximately 47.3mm from the distal tip. A piece measuring approximately 12.8mm x 6.85mm was not returned with the instrument. Components adjacent to this broken main tube showed damage. A broken distal pitch cable was found at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing. Additionally, a broken grip cable at the proximal clevis hole and a dislodged proximal clevis were also confirmed.

Event description:
Refer to h10/h11 for follow-up information.